Manufacturer narrative:
Siemens filed the initial MDR 2517506-2023-00255 on 22-nov-2023. Additional information (28-nov-2023): siemens reviewed the instrument data and concluded that since the quality control (qc) recovery was within expected ranges and no erroneous results were reported with other patient results, there was no evidence of a reagent issue. The sample probe level sense error or the misalignment of sample probe to heterogenous module incubation wheel potentially contributed to the falsely depressed high-sensitivity troponin I (tnih) result. The instrument is performing according to specifications. No further evaluation of these devices is required.

Event description:
A patient sample was processed on the dimension exl 200 instrument for high-sensitivity troponin I (tnih), and the instrument gave process errors. The sample was repeated on the original instrument and a falsely depressed tnih result was obtained. The erroneous result was reported to the physician(s) and was questioned. The sample was repeated on the same instrument and the result recovered higher than the erroneous result. The higher repeat result was reported as the correct result to the physician(s). The patient was redrawn and tested on the original instrument for tnih, the results recovered higher. The higher troponin results were considered correct. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed tnih result.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that a falsely depressed high-sensitivity troponin I (tnih) result was obtained on a patient sample on the dimension exl 200 instrument. Quality control was valid at the time of sample processing. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse inspected the instrument and found a sample probe level sense error and misalignment of sample probe to heterogenous module (hm) incubation wheel. The cse performed preventive maintenance of the instrument and replaced the sample conduit. The cause of the falsely depressed tnih result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.